Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device codes: (B)(4). Internal file number - (B)(4). Correction: (B)(4) removed. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. In the absence of device returned for analysis a conclusive cause for reported patient effects of hematoma, hemorrhage, hypotension, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: safety and efficacy of arterial closure devices in an office-based angiosuite, lauren e. Jones; keun ho yang; robert w. Feldtman; pablo v. Uceda; craig a.ferrara; joseph m. Caruso; jasmine l. Richmond; samuel s.ahn. Annals of vascular surgery, 2018-08-01, volume 51, pages 10- 17. The proglide device referenced in the article is filed under a separate manufacturer report number.

Event description:
It was reported through a research article identifying starclose se that may be related to the following: hematoma, bleeding, hypotension, retroperiptoneal bleed, failure to achieve hemostasis, hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "safety and efficacy of arterial closure devices in an office-based angiosuite".